Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient had their device removed. There were no reported issues with the implanted system prior to the incident. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful.